Manufacturer narrative:
Further investigation confirmed the field service representative had swapped the pcb boards. There was no possibility for laboratory personnel to swap the boards as this procedure can only be performed by roche service personnel. Based on the available information, there was no indication of a product malfunction. No erroneous results for patient sample were generated as the field service representative was present during the testing.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer experienced an issue with the cobas p612 where there was a wrong position for the transport conveyor for primary tubes (rtt) after initialization with no alarms received. It was determined the issue was due to the installation of an incorrect pcb board which moved the conveyor forward and shifted the conveyor one position. After installation of the correct pcb board, the issue was resolved and the system worked correctly. It was stated that erroneous results were generated as "cross results between two samples." Information regarding specific data was requested, but was not provided. Information regarding if any erroneous result was reported outside the laboratory was requested, but it was unknown. There was no adverse event.